Event description:
It was reported that the patient experienced cardiac arrest and ventricular tachycardia. During a pulsed field ablation procedure for pulmonary vein isolation, ventricular tachycardia occurred immediately after delivery to the right inferior vein. This progressed to ventricular flutter and ultimately resulted in pulseless electrical activity of the heart. An ultrasound of the heart showed no pericardial effusion, and st-segment elevations were not observed during the procedure. The procedure was stopped, and the 15-minute resuscitation of the patient was able to restore the patients independent heartbeat. The patient is currently in the intensive care unit and has not been discharged. Additionally, ventricular heart failure was the indication for ablation, and ventricular tachycardia occurred as an emergency. The patient has pre-existing conditions including atrial fibrillation, post-heart attack condition, and mitral valve insufficiency. The device was received for analysis. It was further reported that the patient had recovered and was able to be discharged without any restrictions. No further information was available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter was analyzed. Visual examinations revealed no visual abnormalities. Functional testing revealed no abnormal resistance was felt when deploying to basket and flower position. During device testing, no device anomalies were found. Based on the information provided, the reported event of cardiac arrest, ventricular tachycardia and ventricular flutter are known inherent risks of the farawave device. Cardiac arrest, ventricular tachycardia and ventricular flutter are expected procedural complication addressed within the IFU for the farawave catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and ventricular tachycardia. During a pulsed field ablation procedure for pulmonary vein isolation, ventricular tachycardia occurred immediately after delivery to the right inferior vein. This progressed to ventricular flutter and ultimately resulted in pulseless electrical activity of the heart. An ultrasound of the heart showed no pericardial effusion, and st-segment elevations were not observed during the procedure. The procedure was stopped, and the 15-minute resuscitation of the patient was able to restore the patient's independent heartbeat. The patient is currently in the intensive care unit and has not been discharged. Additionally, ventricular heart failure was the indication for ablation, and ventricular tachycardia occurred as an emergency. The patient has pre-existing conditions including atrial fibrillation, post-heart attack condition, and mitral valve insufficiency. The device is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that the patient experienced cardiac arrest and ventricular tachycardia. During a pulsed field ablation procedure for pulmonary vein isolation, ventricular tachycardia occurred immediately after delivery to the right inferior vein. This progressed to ventricular flutter and ultimately resulted in pulseless electrical activity of the heart. An ultrasound of the heart showed no pericardial effusion, and st-segment elevations were not observed during the procedure. The procedure was stopped, and the 15-minute resuscitation of the patient was able to restore the patients independent heartbeat. The patient is currently in the intensive care unit and has not been discharged. Additionally, ventricular heart failure was the indication for ablation, and ventricular tachycardia occurred as an emergency. The patient has pre-existing conditions including atrial fibrillation, post-heart attack condition, and mitral valve insufficiency. The device was received for analysis and investigation is still in progress. It was further reported that the patient had recovered and was able to be discharged without any restrictions. No further information was available.